Event description:
In 2005, the lay patient contacted lifescan alleging that her one touch basic enhanced meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the patient as the patient could not be reached by phone. The patient obtained results in the "190's" which were higher than her usual results. She did not experience symptoms of high or low blood glucose level at the time of concern. She continued eating her usual diet. She received advice from her doctor's nurse to come to the doctor's office to get another meter. She did not receive treatment. The customer service agent (csa) discovered that the meter was set to mmol/l instead of mg/dl. The patient was unable/unwilling to answer whether the meter had been set to the correct unit of measurement at the time of testing. No information was provided as to whether the patient had recently changed the meter units of measurement setting.